Event description:
After 21 months of implantation, the device involved in this MDR report was explanted and returned because failure to charge was observed during follow-up.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.